Event description:
Black chalk like substance coming out of black rotor fitted knob on the pump. Per bio med department, manufacturer turnaround time for repair is over 2 months. Often when pumps are returned from the manufacturer the same problem continues.